Manufacturer narrative:
(B)(4) b5: describe event or problem - correction h2: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was brought to the hospital via ambulance because they were in diabetic ketoacidosis. Because of dka, the patient stated they had cardiac arrest. The patient's bg was 600 mg/dl. At the hospital, the doctor removed the patient's insulin pump. The patient's insulin pump prior to being removed was 150 mg/dl and their bg was 111 mg/dl. The doctor provided the patient with insulin. At the time of the report on (B)(6) 2023, the patient was still in the hospital but was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was brought to the hospital via ambulance because they were in diabetic ketoacidosis. Because of dka, the patient stated they had cardiac arrest. The patient's bg was 600 mg/dl. At the hospital, the doctor removed the patient's insulin pump and provided the patient with insulin. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.